Event description:
Customer's family member reported customer being hospitalized with high blood glucose. Infection and stress was the cause of hospitalization as per md. Customer's family member declined troubleshooting stating pump is working properly.